Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the coils had migrated to plaintiff's uterus") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), rash ("rashes"), migraine ("migraines"), abdominal pain lower ("lower abdominal cramping"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (she underwent hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, rash, migraine, abdominal pain lower, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, device expulsion, fatigue, genital haemorrhage, migraine, pelvic pain, rash and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the coils had migrated to plaintiff's uterus") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), rash ("rashes"), migraine ("migraines"), abdominal pain lower ("lower abdominal cramping"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (she underwent hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, rash, migraine, abdominal pain lower, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, device expulsion, fatigue, genital haemorrhage, migraine, pelvic pain, rash and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of the coils had migrated to plaintiff's uterus/foreign body in uterus') and genital haemorrhage ('excessive and abnormal bleeding') in a 27-year-old female patient who had essure (ess205) (batch no. 623195) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included arthralgia and joint pain. Previously administered products included for birth control: oral contraceptives from (B)(6) to (B)(6) . Concurrent conditions included herpes simplex, broken elbow, vaginitis, hand rash, rash over arms, hemorrhoids, arthritis multiple joint, skull fracture, shoulder pain, myalgia, bloating, arthritis, perineal pain, adhesion, hyperkeratosis, psoriatic arthritis and abdominal pain. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) to (B)(6) 2007 for birth control as well as apremilast (otezla) since (B)(6) 2019, folic acid, methotrexate, naproxen and oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone). On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain ("severe pelvic pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced nausea ("nausea"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and psoriasis ("rashes or skin conditions type: psoriasis on forearms, wrists, & fingers"). In (B)(6) 2009, the patient experienced migraine ("migraines/ headaches") and fatigue ("fatigue"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss (specify which one): weight gain"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), abdominal pain lower ("lower abdominal cramping") and allergy to metals ("allergic or hypersensitivity reaction type: nickel jewelry"). The patient was treated with antibiotics, ascorbic acid;calcium;folic acid;magnesium;nicotinic acid;pantothenic acid;pyridoxine hydrochloride;retinol;riboflavin;selenium;thiamine;tocopherol;vitamin b12 nos;zinc (multivitaminas max), betamethasone, bismuth subsalicylate;calcium carbonate (pepto bismol), caffeine, caffeine;codeine phosphate;paracetamol (tylenol no.1), ibuprofen, xipamide (aquaphor), transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) and surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the device expulsion, genital haemorrhage, rash, abdominal pain lower, allergy to metals, psoriasis and nausea outcome was unknown and the pelvic pain, migraine, fatigue, weight increased, alopecia, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, dysmenorrhoea, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psoriasis, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: the implant appeared to be in appropriate position with two railing coils from the patient's left side. There are 6 trailing coils from the patient's right side current weight 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, vaginal discharge, dyspareunia, psoriasis, abdominal pain lower, alopecia, rash, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-aug-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of the coils had migrated to plaintiff's uterus/foreign body in uterus') and genital haemorrhage ('excessive and abnormal bleeding') in a 27-year-old female patient who had essure (ess205) (batch no. 623195) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included arthralgia and joint pain. Previously administered products included for birth control: oral contraceptives from 2002 to 2004. Concurrent conditions included herpes simplex, broken elbow, vaginitis, hand rash, rash over arms, hemorrhoids, arthritis multiple joint, skull fracture, shoulder pain, myalgia, bloating, arthritis, perineal pain, adhesion, hyperkeratosis, psoriatic arthritis and abdominal pain. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) to (B)(6) 2007 for birth control as well as apremilast (otezla) since (B)(6) 2019, folic acid, methotrexate, naproxen and oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone). On (B)(6)2007, the patient had essure (ess205) inserted. In may 2007, the patient experienced pelvic pain ("severe pelvic pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6)2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2007, the patient experienced nausea ("nausea"). In (B)(6)2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and psoriasis ("rashes or skin conditions type: psoriasis on forearms, wrists, & fingers"). In (B)(6)2009, the patient experienced migraine ("migraines/ headaches") and fatigue ("fatigue"). In (B)(6)2009, the patient was found to have weight increased ("weight gain / loss (specify which one): weight gain"). In (B)(6)2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), abdominal pain lower ("lower abdominal cramping") and allergy to metals ("allergic or hypersensitivity reaction type: nickel jewelry"). The patient was treated with antibiotics, ascorbic acid;calcium;folic acid;magnesium;nicotinic acid;pantothenic acid;pyridoxine hydrochloride;retinol;riboflavin;selenium;thiamine;tocopherol;vitamin b12 nos;zinc (multivitaminas max), betamethasone, bismuth subsalicylate;calcium carbonate (pepto bismol), caffeine, caffeine;codeine phosphate;paracetamol (tylenol no.1), ibuprofen, xipamide (aquaphor), transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) and surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the device expulsion, genital haemorrhage, rash, abdominal pain lower, allergy to metals, psoriasis and nausea outcome was unknown and the pelvic pain, migraine, fatigue, weight increased, alopecia, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, dysmenorrhoea, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psoriasis, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: the implant appeared to be in appropriate position with two railing coils from the patient's left side. There are 6 trailing coils from the patient's right side current weight 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, vaginal discharge, dyspareunia, psoriasis, abdominal pain lower, alopecia, rash, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received- new events:¿ abnormal bleeding (vaginal, menorrhagia), nickel jewelry, infection: vaginal, urinary tract infections, psoriasis on forearms, wrists, & fingers, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge. Patient did not undergo essure confirmation test ¿, new reporters, plaintiff's information, medical history, historical drugs, treatment drugs, concomitant conditions, lot number added. Outcome of the events-¿ abnormal bleeding, dysmenorrhea, dyspareunia, fatigue, hair loss, urinary tract infections, vaginal infection, migraines, pelvic pain, vaginal discharge, weight gain¿ updated to ¿recovered". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of the coils had migrated to plaintiff's uterus/foreign body in uterus/perforation uterus/ migration') and genital haemorrhage ('excessive and abnormal bleeding') in a 27-year-old female patient who had essure (ess205) (batch no. 623195) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included arthralgia and joint pain. Previously administered products included for birth control: oral contraceptives from 2002 to 2004. Concurrent conditions included herpes simplex type ii, broken elbow, vaginitis, hand rash, rash over arms, hemorrhoids, arthritis multiple joint, skull fracture, shoulder pain, myalgia, bloating, arthritis, perineal pain, adhesion, hyperkeratosis, psoriatic arthritis and abdominal pain. Concomitant products included medroxyprogesterone acetate (depo provera) since 2004 to (B)(6) 2007 for birth control as well as apremilast (otezla) since (B)(6) 2019, folic acid, methotrexate, naproxen and oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("severe pelvic pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced nausea ("nausea"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and psoriasis ("rashes or skin conditions type: psoriasis on forearms, wrists, & fingers"). In (B)(6) 2009, the patient experienced migraine ("migraines/ headaches") and fatigue ("fatigue"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss (specify which one): weight gain"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), abdominal pain lower ("lower abdominal cramping"), allergy to metals ("allergic or hypersensitivity reaction type: nickel jewelry") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics, ascorbic acid; calcium; folic acid; magnesium; nicotinic acid; pantothenic acid; pyridoxine hydrochloride; retinol; riboflavin; selenium; thiamine; tocopherol; vitamin b12 nos; zinc (multivitaminas max), betamethasone, bismuth subsalicylate;calcium carbonate (pepto bismol), caffeine, caffeine;codeine phosphate;paracetamol (tylenol no.1), ibuprofen, xipamide (aquaphor), transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) and surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, rash, abdominal pain lower, allergy to metals, psoriasis, nausea and abdominal pain outcome was unknown and the pelvic pain, migraine, fatigue, weight increased, alopecia, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, dysmenorrhoea, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psoriasis, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: the implant appeared to be in appropriate position with two railing coils from the patient's left side. There are 6 trailing coils from the patient's right side current weight (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, vaginal discharge, dyspareunia, psoriasis, abdominal pain lower, alopecia, rash, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Reporters information updated.event verbatim were updated one of the coils had migrated to plaintiff's uterus/foreign body in uterus/perforation uterus/ migration. Event pt device expulsion were updated to perforation: uterus. New event: abdominal pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.